Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized dur to diabetic ketoacidosis. Blood glucose level at the time of admission was over 600 mg/dl. Blood glucose level at the time of the call was 348 mg/dl. The customer began troubleshooting for high blood glucose levels, but was unable to complete due to not having a tubing clamp. The customer will call back when the product arrives and will not return the insulin pump for analysis.